Event description:
It was reported that a patient experienced a heating/ prickling sensation in the upper lip approximately one week following treatment of three teeth with gutta percha points. The patient consulted a dermatologist who diagnosed the symptoms as an allergic reaction. As a result, the gutta percha was removed and replaced with endomothasone, after which the symptoms subsided.

Manufacturer narrative:
Based on the dermatologist's diagnosis and considering that allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, this event meets the criteria for reportability per 21 cfr part 803. The production process and complaint history were evaluated. The results are as follows: the raw material used to manufacture the points was found to be in specification; it was noted that the supplier has not changed. No abnormalities were identified in the production process. No previous complaints similar to this event have been received. A sampling of product was evaluated and found to comply with iso 6877.